Event description:
According to the reporter: occurred during a colon procedure. The stapler partially fired, deploying only a few staples after being fired. The case was an open case. Patient has no injury.